Event description:
New information noted the atrial lead exhibited low pacing impedance and continued to oversense noise triggering inappropriate mode switches. The patient was discharged following the device check.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the lead was exhibiting over-sensing noise that caused pacing inhibiting. No changes or intervention was reported. There were no patient consequences.